Event description:
Clinical report states: the pt was revised to address implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.